Manufacturer narrative:
The synchroseal instrument was further investigated and it was indicated that based on the severity of the confirmed tear on the instrument, a concern for material missing was noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a torn jaw cover at the proximal end. The tears measured from 0.347¿ to 0.010¿ in length. There were no signs of thermal damage. Additionally, there were no failures found in the logs. Isi performed follow-up and obtained the following additional information regarding the reported event: there was no detached/missing material observed from the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the synchroseal instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An image of the synchroseal instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it appears that the jaw cover is torn and might be missing pieces." The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the rubber part at the tip of the synchroseal instrument came off when the customer bent the instrument at the wrist. There was no report of any fragments falling inside the patient. The customer replaced the synchroseal instrument with a back-up instrument of the same kind and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was not inspected prior to use. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. There was no patient harm, injury or adverse outcome due to the alleged product issue.